Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited high pacing thresholds. The patient would be monitored until a new system could be implanted.